Manufacturer narrative:
Section d4 & h4: additional information. Section g3: correction. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The patient remains ongoing on (B)(6). The hmii lvas IFU lists device thrombosis, hemolysis, bleeding, and right heart failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. This section also outlines indications of pump thrombosis, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the bleeding seemed resolved, but a 3 cm, then 2 cm mass/lump on the right flank/thigh remained . The decrease in size did not seem to warrant a re-check.

Manufacturer narrative:
Additional information: b5.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the subject had a routine office visit on (B)(6) 2019 and reported tea colored urine. Dyspnea on exertion, abdominal distention, early satiety, and decreased urine output were also reported. His lactate dehydrogenase (ldh) was about 1459 and he was admitted out of concern for thrombus. Treatment included heparin drip which seemed to cause a bleed/hematoma. A code blue was called on (B)(6) 2019 as the subject syncope/lost consciousness possibly due to a bleed of unknown source. On (B)(6) 2019, his hemoglobin dropped to 6.6 despite having received a few blood transfusions. A computed tomography (CT) scan was negative for peritoneal/retroperitoneal bleeding, but showed a right flank musculature hematoma measuring 5.3cm that could have spontaneously developed on the heparin gtt. 7 units of packed red blood cells were needed. On (B)(6) 2019, it was noted that the elevated left ventricular assist device (lvad) flows had resolved. It was noted on (B)(6) 2019 that his right flank hematoma and adynamic ileus had resolved. The subject also showed signs of right heart failure during the admission for thrombus. He was put on dopamine and midodrine. The subject was discharged on (B)(6) 2019 after volume optimization and further monitoring of the bleed.